Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? No if yes, how was the device removed? (I.e. Cut off, forced opened) it was stuck in the middle of the specimen of bowel they were removing. The stapled laterally to remove device if cut off, did this cause a change in the plan of care for the patient? No did the removal cause any damage to the vessel/artery? No if yes, what is the damage and how was the damage repaired? Na the device was received with the jaw stuck closed with gauze between the jaws. The device was forcibly open to remove the gauze. Once the gauze was removed, the device was mechanical tested and perform as expected. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. Care should be taken not to close the jaw over gauze or any other material than tissue, for further information on device use can be found on the IFU.

Event description:
It was reported that during a small bowel resection tissue was stuck in the jaws and the customer could not get the jaws open. No patient consequence was reported. A like device was used to complete the procedure.